Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation surgery with 250cc unspecified saline implants. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 300cc mentor smooth round moderate plus profile saline implants on (B)(6), 2022. Refer to manufacturing report number 1645337-2022-09913 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This medwatch report was initially submitted on 09/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. On september 07, 2022, mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the saline implant 250cc was found to have two (2) tears (a and b) on the posterior view, measuring approximately 0.6 cm and 0.8 cm respectively. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of the tear (a). In tear (b), parallel striations were found in an area of the rupture, measuring approximately 0.1 cm and the cause in the remaining area of the tear (b) could not be identified. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).